Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. However, insulin pump unable to perform the occlusion and displacement test due to missing retainer and missing o-ring. Insulin pump downloaded properly to the carelink software noted. Hardware low level failures alarm during self test and confirmed in the pump history due to cold solder joint on keypad assembly. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was unable to upload to carelink. Customer's blood glucose was 17.2 mmol/l. Customer declined troubleshooting. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.